Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that PICC in for 2 weeks has a hole 3cm from insertion site. No other information was provided.

Event description:
It was reported by the customer that PICC in for 2 weeks has a hole 3cm from insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter tubing. Some use residue was observed on the sample in the photograph. No details of the split in the catheter in the returned photograph could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that PICC in for 2 weeks has a hole 3cm from insertion site. No other information was provided.